Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The needle is protruding from the lancet drum and past the end cap. The lancet drum is properly seated. The customer was unable to read the lot number on the lancing device. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.